Manufacturer narrative:
A1: patient information: (B)(6). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has been returned for evaluation. One (1) additional 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. Parts of a hemostasis sheath were present on the provided locator and were found to have been broken. No other damage or issues were identified. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility returned a device that was consistent for angio-seal sheath breakage.